Event description:
The user facility reported via medwatch report mw5149633 that their crocodile grasper broke during a laparoscopic cholecystectomy. There was a report of an injury but did not disclose if medical treatment was sought or administered. No report of procedure delay.

Manufacturer narrative:
The reported medwatch mw5149633 did not provide a user facility name, address, phone number or email contact. Without the user facility's contact information, steris is unable to obtain additional information regarding the reported event. The crocodile grasper of the reported event is unavailable for evaluation due to the user facility not being able to be contacted. Without the return or inspection of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.